Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 404mg/dl. The customer was assisted with troubleshooting for the high readings. The customer treated with insulin pump bolus. Customer's blood glucose value was 284mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. There were no leaks or air bubbles. The customer declined to check for site/insulin issues and further tests. The product will not be returned for analysis.